Event description:
Clinical trial. It was reported that 369 days following a carotid artery stenting procedure the patient developed in-stent restenosis. The index procedure identified and treated one target lesion in the proximal right internal carotid artery with 90% stenosis measuring 7x15mm. Treatment consisted of placement of a filterwire distal protection device, deployment of a nexstent, and post dilation resulting in 0% residual stenosis. The patient was discharged one day post procedure. The patient presented 369 days post index procedure for a study required 12 month follow up visit. Ultrasound revealed 50% restenosis in the right internal carotid artery. The site reported "patient is asymptomatic, no further interventions planned". The event was assessed by the investigator as possibly related to the nexstent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.